Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit.according to the complainant, post-implantation, the patient experienced pain, injury, and has undergone medical treatment, corrective surgery, and hospitalization (specifics unknown). According to the physician, the patient had no complications, only some pain, and is unsure if the pain was related to the mesh. Reportedly, the physician ultimately partially removed one side of the mesh (date and specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.